Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her new onetouch vita meter was prompting a battery indicator. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call placed on (B)(6) 2010. The patient reported that the alleged issue began when she attempted to test with the subject meter for the first time on (B)(6) 2010 (time unknown). The patient informed the csr that she manages her diabetes with oral medications and lantus insulin. The patient stated she continued to follow her usual diabetes management routine despite the alleged issue. Approximately 10 hours after the start of the alleged issue, the patient claimed she developed symptoms of feeling shaky, sweaty and was unable to stand up. The patient reported treating self with food and/or drink and confirmed feeling better ½ hour later. At the time of troubleshooting, the patient confirmed that the subject meter was brand new and that there was no known misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.